Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose level was 160mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer was able to perform complete rewind. The insulin pump's history was reviewed and both motor and motor position encoder error were reported. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The device passed the displacement test, self-test, off no power test, rewind, basic occlusion test and prime test. The device was received stuck in motor error alarm loop during bolus/basal delivery. Unable to confirm error alarms due to several alarms in the history file. The device alarmed due to a corrupted history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test, error test and occlusion test due to motor error alarms. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and scratched reservoir tube window.